Event description:
The customer reported that her blood glucose reached 480 mg/dl less than a day after the pod was activated and that the battery looked rusty. Her blood glucose returned to normal after a pod change.

Manufacturer narrative:
The returned device was evaluated and evidence of an internal leak was found. The root cause was determined to be damaged cannula. Qualification records were reviewed and the product lot met all acceptance criteria.